Event description:
Began having flashing lights and floaters in left eye in 2007. Condition worsened. Examined by retina specialist five days later. Examination showed no detached retina. Flashing lights and floaters possibly caused by detaching vitreous. Dates of use: three months. Diagnosis: wetting solution for contact lens. Event abated after use stopped: yes.